Manufacturer narrative:
The reported complaint was confirmed. The certified clinical perfusionist (ccp) confirmed that it was user error as she was unaware on how the safety settings were set. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) checked the cable and connection from drive motor and centrifugal controller, but could not verify the issue. The unit operated to the manufacturer's specifications. Per data log analysis, on 04-dec-2017 arterial centrifugal configured to stop on air detection and art pres over pressure alarm. 06:05:48 perfusion screen open. 11:21:43 arterial pump started. 13:08:47 art pres alert (message only response). 13:08:47 art pres alarm stops arterial as configured art pres alert/alarm clears. 13:08:48 to 13:10:08 several backflow alarms occur 13:10:11 arterial pump started. 15:08:42 arterial pump stopped. 15:11:51 to 15:49:19 arterial started and stopped several times from the local interface. 15:59:00 perfusion screen exited. The log shows an over pressure alarm occurred stopping the arterial pump as configured at 13:08:47. No attempt is made to start the arterial pump until 13:10:11. There is no indication in the log of an equipment problem. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review. On (B)(6) 2017, the team had a surgical procedure in which forward flow stopped to the patient for approximately two minutes. In speaking with the user facility perfusionist (ccp), the sequence of events were that she initiated cardiopulmonary bypass (cpb), the surgeon was placing the cross-clamp on the aorta, and she was in the process of beginning to give cardioplegia (cpg). She also stated that she engaged her level sensors at that point. Once the cross-clamp was applied she quickly ramped up her rpms on her centrifugal pump, and went way beyond her target flow and target line pressure. The heart lung machine (hlm) arterial pump safety connections were set to stop the arterial centrifugal pump if the pressure was over 300 mmhg. The system registered a high pressure alarm at 1:08:47 pm, and the arterial centrifugal pump went to the stop mode as it was set to do. Secondarily, the backflow alarms occurred, for the system did not register forward flow. The team does not have a retrograde safety valve in their disposable circuit, therefore the system proceeded to give the backflow alarms. The backflow alarms were in continued sequence until the ccp clamped the arterial line. During troubleshooting, the ccp disengaged the centrifugal pump disposable and reengaged it, and pressed the start/stop button numerous times. At this point she stated that it didn't seem like the magnets were turning on the drive motor of the centrifugal pump. The ccp also instructed the surgeon to take off the cross-clamp at this point since she had no forward pressure and flow along with not giving cpg. After she manually clamped the arterial line, had the centrifugal disposable locked into the drive motor, and pressed the start/stop button, she was able to come up on the rpms. The ccp noticed that the centrifugal head was in fact turning, therefore she was able to unclamp the arterial line and proceed with forward flow to the patient. Per the initial follow up conversation with the ccp, which was on the day of the incident, she stated that she was unaware of how the pumps safety features were set. The manufacturer's field service representative (fsr) was able to confirm that the pump was set to stop on a high pressure event, and that the pump did just as it was set to do. Since the point of the event, the hlms at this user facility have been set to coast in the event of a high pressure occurrence. In continued follow up with the ccp, she stated that the incident report made has been attributed to user error of coming back up on flow quickly and overshooting her target flow and line pressures, along with not having all the information on how the safety connections were set on the system she was using. The incident did delay the surgical procedure for approximately two minutes while the ccp was troubleshooting the incident. There was no harm to the patient due to the no flow occurrence. There was to blood loss associated with the event.

Manufacturer narrative:
(B)(4). Data logs were returned to the manufacturer on (B)(4) 2017. Shortly after cross clamp was placed, the pump stopped. The user noted low level alarm sounded, pump went to coast and the perfusionist increased flow back up. After increasing flow, there was a high pressure alarm. After high pressure alarm, there was no flow, so surgeon removed cross clamp. The perfusionist did not notice the pump magnets turning. Patient had no flow for approximately two minutes. When the magnets began to rotate again, the pump head was placed back on the motor.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pump stopped. The start and stop button was pushed to keep the pump moving. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.